Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt the device issued incorrect child patient prompts with an adult pad-pak installed. Measurements taken confirmed the root cause to be the failure of the reed switch (sw1). The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device issued incorrect adult/child prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device issued incorrect adult/child prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.